Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needles were the incorrect size. The following information was provided by the initial reporter: it was reported that the needle is the incorrect size.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needles were the incorrect size. The following information was provided by the initial reporter: it was reported that the needle is the incorrect size.